Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the superficial femoral artery (sfa). The 5.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however the stent failed to release and the shaft became trapped in the calcium of the sfa. The physician broke the handle in the attempts to remove the device and the sheath broke. A snare device was used to retrieve the separated portion. As the lesion was too hard to dilate due to the severe calcification and stenting was not possible, the procedure was aborted and the patient sent for surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.